Manufacturer narrative:
(B)(6) 2018, (B)(6) 2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a touchscreen fault and alarm. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 02nov2018. Date of manufacturer: 01nov2018. The customer replaced the touchscreen and ran the self test. The unit passed the electrical safety test, passed the performance verification test and the device was returned to full functionality.